Manufacturer narrative:
Complaint conclusion: as reported by the smart pms for superficial femoral artery (sfa) study, a smart (120 150, sfa - 7 x 120 mm) stent was implanted in the target lesion without any issue. Approximately four (4) years later in-stent restenosis was confirmed by echography. Endovascular treatment was performed. The patient recovered. The target lesion was the middle portion of the right femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The product was not returned for analysis. A device history record (DHR) review of lot 15849815 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. In-stent restenosis is a well-known potential complication for this type of procedural and it listed in the IFU. In the literature, in-stent stenosis rates from 11% to 39% from 6 to 12 months after the stent placement. Rates are higher in older patient with more severe atherosclerosis and depended on the type of stenosis treated. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no evidence of manufacturing issues that may have contributed to the reported event therefore; no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the smart pms for superficial femoral artery (sfa) study, a smart (120 150, sfa - 7 x 120 mm) stent was implanted in the target lesion without any issue. Approximately four (4) years later in-stent restenosis was confirmed by echography. Endovascular treatment was performed. The patient recovered. The target lesion was the middle portion of the right femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.